Event description:
Boston scientific crm received information that this patient stated she passed out and was taken to the emergency room. A review of the faxed in device data by a boston scientific crm technical services consultant noted pseudofusion on the ventricular lead followed by v-pacing on the t-wave. As well as, what appears to be triggered v-pacing possibly due to atrial oversensing. The patient stated that a full device evaluation was not performed while she was in the hospital. However, she spent five hours there and an additional two hours the following week at the clinic while reprogramming was performed. The patient stated she has been experiencing multiple complications since implant of the device and feels they are getting worse. Her symptoms include chest discomfort (static shock) shortness of breath and fatigue. Most recently, she has been feeling some pulling at the site of her implant and it feels like the leads are coming out or feel springy.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the patient's concerns. The patient stated she will be seeing a new physician in (B)(6) 2010. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.